Event description:
Per the clinic, the patient experienced headache, pain, nausea, edema, fluid discharge, and infection at the implant site. The patient also reported retention issues, static, and intermittent connection with the device. The patient was subsequently treated with oral and topical antibiotics (specific date and duration not reported) and underwent surgical irrigation of the incision site.